Manufacturer narrative:
Cec adjudicated non q-wave mi (target vessel) mdt extended historical spontaneous. The investigator assessed that the event is possibly related to the anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a medical history of cad. The index procedure was also prompted by positive stress test. One sprinter legend balloon was used to post dilate. The mi occurred in the cx. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that symptoms and biomarkers do not support definition of spontaneous .if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During the index procedure the l-pda was treated not the lpl. The cec adjudicated term is tlr percutaneous intervention not involving tl - clinically driven. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated cec adjudication: cec event definition tlr- percutaneous intervention- clinically driven. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to aware date/date MFR rec for previously submitted additional information from (B)(6) 2017 to (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a medical history of aortic valve replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the patient was treated with two resolute onyx drug eluting stents, one in the 1st left posterior lateral and the 2nd in the circumflex artery. Approximately 3 weeks post index procedure the patient suffered a nstemi. Patient was hospitalised.

Manufacturer narrative:
The cec has adjudicated that the mi is not an event. The cec adjudicated term for the revascularization is tlr percutaneous intervention - clinically driven. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The nstemi was treated with stenting and ballooning of the distal lcx. The patient received a change in medication as treatment for this event. The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The distal circumflex was also treated by another resolute onyx drug eluting stent. The investigator reported that the event had a probable relationship to the index device. Stent thrombosis was confirmed by angio but the device was a non mdt stent. If information is provided in the future, a supplemental report will be issued.